Event description:
It was reported that during a procedure, the surgeon noticed the right side buttons of the device were not working. The device was used with the buttons on the other side to complete the case. There were no negative consequences for the patient.